Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v503891, implanted: 2(B)(6) 010, explanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reports their second ins didn't work so they had that one changed. The wires were actually bent in two and the patient doesn't know how that could have been caused by the fall. Their ins was working, and then all of a sudden, it stopped. The patient thought it was because the patient programmer (pp) batteries were dead, but it was reviewed that this would not impact the functionality of the ins. The patient would fall on their left side. Their current managing physician saw the lead was bent so they put "the thing onto the right hand side." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.